Manufacturer narrative:
B3: date of event estimated using date one year prior to aware date.

Event description:
It was reported that a perforation occurred. A greenfield inferior vena cava (ivc) filter was implanted on an unknown date. Approximately a year ago, the patient started having severe pain in their lungs and ribs. The patient was hospitalized on eight different occasions for pain and pressure in their lungs and abdominal area. The patient noted feeling a stabbing pain in their chest and abdominal area when they would twist. The patient's abdominal area was very sore; the patient felt bloated and very weak. It was eventually determined that the patient's ivc filter had turned sideways, the tip was sticking out of their vena cava, and the legs were slowly scraping through the backside of their vena cava. The patient was put on oxygen due to damage done to their lungs. A robotic surgery was performed to remove the device on (B)(6) 2023. The patient was released after 20 days feeling much better, but the patient still has to use oxygen 24/7.